Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message upon powering on" was confirmed during the functional testing and during the archive data review. The root cause for the occurrence of ua41 error message was due to the defective patient temperature sensor. Upon visual inspection, unrelated to the reported complaint, observed damaged front enclosure and bent battery lock. The front enclosure and battery lock were replaced to remedy the damage. The autopulse platform is a reusable device and was manufactured in 2012 and is 6 years old, passed the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The autopulse platform displayed ua41 (patient temperature sensor failure) error message upon powering up the platform, thus confirming the reported complaint. The temperature sensor cable and pdb (power distribution board) were replaced to remedy the occurrence of ua41 error message. The autopulse platform failed initial functional testing due to ua16 (timeout moving to take-up position) error message displayed upon first compression, unrelated to the reported complaint. The drive train was replaced to remedy the occurrence of ua16 error message. The archive data review showed occurrence of ua41 (patient temperature sensor failure) error message on the reported event date. Upon customer approval, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with sn (B)(4). (B)(4) was reported on 01/30/2014 and replaced both temperature sensor cable and pdb.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message upon powering on. No patient involvement.